Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative on (B)(6) 2020 who reported that a motor stall occurred on sunday and the patient had checked into the hospital. The patient did not recently have an MRI and the reporter did not think the event the event logs had been confirmed yet. The replacement was today and the patient said he knew the pump was about to expire. The physician planned to leave the existing catheter in place. The pump will be programmed to min rate mode and saline placed in the new pump reservoir. Next week the reservoir will be filled with itb per the physician. No further complications were reported regarding the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving morphine 20 mg/ml for a total dose of 6 mg/day via an implantable pump. It was reported the patient was at the hospital in withdrawal. The event logs confirmed a motor stall occurred on (B)(6) 2020 with no recovery to date. There were no other previous stalls/recoveries via the event logs. There was no electromagnetic imaging (emi)/no magnetic resonance imaging (MRI) associated with the stall. Troubleshooting was reviewed and the rep will confer with the hcp and patient. The follow up hcp was provided. The event date was (B)(6) 2020. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) reported the patient will be given intravenous (IV) medication and placed on minimum rate. It was unknown what caused the motor stall and no further information was available. It was noted that the motor stall and withdrawal were not resolved. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported no further information was available at this time. It was noted the patient was currently on intravenous (IV) medications. It was noted that the healthcare professional (hcp) has not decided to replace the pump. No further information was reported.